Event description:
Per user facility medwatch form, #2000330000-2011-8010, during a reduction of hiatal hernia and repair of diaphragmatic defect procedure the tip broke off of the harmonic scalpel. There was no patient consequence. Device is not available for return.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.